Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one ars, guide wire assembly, and lidstock. Visual analysis revealed that the guide wire was slightly bent towards the distal end resulting in deformation of the distal j-tip. The proximal and distal welds remained fully intact. The bend in the guide wire measured 572 mm from the proximal end. The guide wire total length measured 600 mm which is within the specification limits of 596-604 mm per the guide wire graphic. The guide wire outer diameter measured .79 mm which is within the specification limits of .788-.826mm per the guide wire graphic. The IFU provided with this kit states, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." The guide wire was inserted through the returned ars. The guide wire was able to pass completely through the assembly with minimal resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. " the report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained a slight bend near the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.